Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during vitrectomy, the laser beam "did not emit straight and aiming blurred". The incident resolved after a few minutes and the procedure was completed with no pt harm.